Manufacturer narrative:
Patient weight not available from the site. A medtronic representative, following up with the site, reported replicating the reported issue. If the probes were held at a non-perpendicular angle when verifying, the inaccuracy was observed. If, however, the medtronic representative held the tactile probes perpendicular to the frame and deep in the divot, then the probes tracked accurately and normally. Medtronic representative has communicated this finding to the site and instructed them on how to optimize probe use in the future. On (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed.

Event description:
A medtronic representative reported that during a thoracic fusion procedure, the navigated right and left probes were described as being slightly inaccurate. When held in a pilot hole, the probes appeared slightly deeper than other instruments held in the same divot. The surgeon opted to continue using the probes and completed the procedure with the use of the navigation system. There was no impact on patient outcome.